Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned for cassette testing to confirm and determine source and root cause of reported leakage. A side image shows the fluidic module extracted from the console and placed on a table. Water puddle can be seen on the table beside the extracted fluidics module but we cannot see the cassette and connections. We could not confirm from the image if the condition of the cassette and the entire console system was in good working order. No source or failure mode could be ascertained with the images obtained from the customer. The root cause of the customer's complaint could not be conclusively determined based on the image obtained. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a leakage occurred from cassette during test before vitrectomy surgery. The procedure was completed after the pack was replaced with another one. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).